Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent delivery system could not be advanced across the lesion. The stent was noted to separate during removal. An attempt to retrieve the stent was unsuccessful and the stent may have remained in the patient. The procedure was completed using another manufacturer's stent.